Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to loss of telemetry. The physician elected to remove the bipolar lead as well. There were no allegations against the product performance of the lead.